Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2011-02330 and 1627487-2011-02331. The pt received her scs system, including an ipg and two percutaneous leads, on (B)(6) 2007. It was reported the leads were explanted and replaced due to migration. As the pt had complained of some discomfort at the ipg pocket, the ipg was explanted and replaced with a smaller model during the lead revision. No pt complications were reported as a result of this event.